Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The laa was cannulated and the closure device was deployed. After deployment, there was a perforation noted. Intervention was taken to treat the perforation and the patient was stabilized.